Event description:
The customer reported to olympus, the bending section rubber had a pin hole and there was spot on the fiberscope image. The device was returned, and an evaluation revealed damage to the bending section rubber with the metal protruding. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
Upon device evaluation, the customer allegation of ¿pin hole on bending section rubber¿ could not be confirmed. The customer allegation of ¿spot on the image¿ was confirmed. The device exhibited air/water leakage from the insertion section and partial loss of image functionality due to broken fiber. The bending section rubber was found to be broken and the metal was protruding. Additional information has been requested regarding this event. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
It was further reported the pin hole in the bending section rubber and spot on the fiberscope image was identified after procedure.

Manufacturer narrative:
The report is being supplemented with additional information from the facility. The investigation is ongoing and a supplemental will be submitted upon completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable excessive force contributed to the reported event. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿precautions : perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk." "Inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged." Olympus will continue to monitor field performance for this device.